Event description:
Per boston scientific, the patient was noted with intrinsic rates of 36-37bpm with right ventricular (rv) non-capture and a decrease in rv sensing. X-rays showed no sign of lead dislodgement. No adverse patient effects were reported.